Event description:
It was reported that the right atrial (ra) lead had dislodged. High thresholds and no capture were also noted. The lead was scheduled to be revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.